Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, the customer also received a cartridge alarm 1 (no pressure change when expected) during pumping. The customer performed a cartridge, infusion set and infusion set site change to resolve both issues. Due to the customer changing their pump supplies and throwing them out, a cause for the occlusion alarm could not be verified. The customer's blood glucose level was 121mg/dl. A system check using the new supplies was performed and insulin was observed exiting the infusion set tubing.